Event description:
It was reported that crosstalk was observed. The issue was resolved at the clinic. No programming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.